Event description:
A malfunction alarm with code malf 12 occurred, and the customer reported experiencing this issue at least three times with the current pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to send a replacement pump with updated software and provided instructions for putting the current pump into storage mode before returning it. The customer acknowledged these instructions and agreed to return the problematic pump using the provided pre-paid label within ten days.